Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed, but the exact cause is unknown. It was reported that the catheter had fallen out of the patient. The surecuff detached from the groshong catheter and was not returned for evaluation. Tensile weakness was detected in a 5cm segment of the 8 fr s/l tubing just proximal to the cuff attachment site, which indicates that the tubing was stretched. It is possible that the catheter was stretched during tunneling or by the patient while in use. No manufacturing defects were noted on the catheter. Silicone adhesive residue was visible on the outer surface of the catheter at the 24cm depth mark. There were no apparent gaps or inconsistencies in the glue bond. The pattern in the silicone adhesive verifies that the cuff was attached to the catheter. One of the precautions in the product IFU states, ¿use suture wings to secure catheters.¿ the IFU also provides detailed instructions for catheter securement. The IFU states, ¿secure catheter at exit site with a sterile dressing. The external segment of the catheter should be coiled and taped. Many institutions have recommended the use of an extension set. Avoid tension on the external segment to prevent dislodging the catheter.¿ the IFU also cautions that during tunneling, ¿the catheter must not be forced.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the line had allegedly fallen out of the patient.